Event description:
It was reported that the customer received a battery out limit alarm. The insulin pump had a blank display. Her blood glucose level was 146 mg/dl. The insulin pump turned on when the battery cap was not fully screwed in. The display screen was scratched. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.